Manufacturer narrative:
No injuries were reported. The device history record was also reviewed and confirmed passing and meeting all requirements prior to release. Cynosure field site engineer (fse) arrived on site and evaluated the device. Fse confirmed device had a broken output shutter. To resolve the issue, a replacement output shutter was ordered. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Site reported picosure laser firing without operator stepping on the footswitch.